Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ es - pyxis interface down ¿ case: (B)(4) ¿ inappropriate discharges for t08w patients ¿ case: 3726085 ¿ resolved es - inventory resync request - discrepancies between epic med lists and pyxis es server. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down and all the pyxis devices were not communicating. A technical support specialist rebooted the cce prod and managed to dial in, checked trace and messages are crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that an es s/w only server system interface was down, and all the pyxis devices were not communicating which happened with all of pre-admitted c-section patients. There were no adverse events or injuries reported based on this incident.